Event description:
Impac determined through an individual customer report of apparently random clearance of setup assist prescribed relative offset (pro) values that a scenario existed whereby certain records could become cross-linked. The problem was diagnosed and verified as an occurrence through testing at the customer site on 6/14/06. A feature of setup assist, the prescribed relative offset (pro) function, identifies the relative position of the treatment isocenter to that of the planning CT. New records being entered into the database for treatment plans where setup assist will be used will include the patient's treatment orientation (ie supine) and may, or may not include pro values. If both values were entered at the start, no potential for error would be available. In the instances where only patient orientation was specified, the record saved, and at a later time appended with a pro value then a potential cross link to another patient record with a lower patient identification number might occur.

Manufacturer narrative:
When this occurs, the cross linked patient pro values are reset to a value of 0.0 cm and previous offset values if present are not displayed. If the pro offset is not applied and positioning verification not performed, a misalignment for treatment might occur. Impac has taken adequate precautionary steps to prevent any potential for patient mistreatment due to cross-linked pro records. All sites have been contacted with a field notification via email and contacted by phone. Impac has discussed the root cause of the problem with all affected sites, provided a software upgrade or patch to the customer base to correct the problem, applied diagnostic reports to uncover cross-liked records and applied a database repair where needed. There have been no reported mistreatments by the affected sites.